Manufacturer narrative:
There was no lot number identified therefore a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. A sample consisting of one single uvc catheter, used inside a generic plastic bag was returned for evaluation. An underwater test was performed and a leak below the strain relief was identified in the catheter. Magnified pictures were taken and a hole was observed. The complaint was confirmed. Manufacturing performs 100% leak testing as per procedure which would identify this issue during the catheter assembly process. Based on the sample evaluation it appears that the catheter had a hole below the strain relief and the uvc catheter showed signs of being used in a patient. It is important to consider that the instructions for use warn: exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use clamps on umbilical vessel catheters. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. T hese substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. The catheter lumen or catheter shaft sh ould be flushed and filled with heparinized saline per hospital protocol. The catheter may be grasped with a smooth forceps or fingertips and inserted into the lumen of the dilated vessel. Catheter lumen should be occluded with saline via intermittent infusion caps or luer-lock syringes during insertion to avoid air emboli. Based on the available information this potential cause could not be discarded. Based on the available information, it can be concluded that product was manufactured according to specifications; therefore the most probable root cause can be considered as unintentional misuse; this condition was most likely damaged during use as described in the IFU. A complaint history analysis from sep 2016 to aug 2017 was conducted. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purpose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 04/21/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the umbilical vessel catheter is leaking.